Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the deployer with the first plate deployed returned for evaluation. The red trigger was partially activated. The needle was deformed at the proximal end, the pusher rod was jammed at the deformed point, the second plate was undeployed. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused deformation of the needle and the deployment failure. As per the instructions for use (IFU); fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the needle of the truespan 12 degree peek device was deformed at the proximal end, the pusher rod was jammed at the deformed point, and the second plate was undeployed. It was reported in the service order that one device implant failed. It was reported that the surgeon needed to make a new posterior metal portal to remove the "tick tack" implant. It was unknown when the event occurred. There was a five-minute delay to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.